Event description:
It was reported to gore that a patient underwent incisional hernia repair with gore dualmesh biomaterial. Four years post operative, the patient underwent a procedure for gallstone ileus and gallbladder to duodenal fistula. One week post operative, the patient experienced a persistent wound infection. The gore dualmesh biomaterial became exposed to infection and was removed.

Manufacturer narrative:
Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. It should be noted that the instructions for use includes the following warning and addresses possible adverse reactions, "[w]hen using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary." "Possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, adhesion, fistula formation, seroma formation, hematoma, and recurrence." It was reported that the patient's wound continues to heal and is doing well.